Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic phacoemulsification (phaco) console froze intermittently before a phaco surgery. The procedure was completed using another ophthalmic console. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the central processing unit (cpu) host was replaced. The system was then tested and met all product specifications. The central processing unit (cpu) host was received, and a visual assessment of the returned sample revealed no obvious nonconformities. The cpu host was installed into a calibrated infiniti console, with no advisories displayed at startup. The cpu host passed all functional tests, and the reported event could not be replicated as the returned cpu host was working as intended. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The customer also reported in this complaint that their console was freezing intermittently. A system reboot reportedly resolved the issue, and the root cause was inconclusive. The root cause of the reported event is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).